Manufacturer narrative:
H3, h6: the passive planar blunt probe was returned to medtronic for analysis. The returned probe was well worn with many nicks and scratches. All of the color had been removed. With markers attached and fully seated, the probe displayed a high geometry error but a normal divot error. The support arm for marker #4 was bent causing a high geometry error. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that it was not possible to verify the blunt probe. There was no patient involvement.